Manufacturer narrative:
The investigation is in progress. Samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause was not identified. (B)(4).

Event description:
A customer reported a dull knife was noted during surgery. There was no patient harm reported.